Manufacturer narrative:
Correction to h10 in mw2716547: information contained in this report was previously submitted through psr on 24/oct/2011, 23/oct/2014, and 22/jan/2015.

Event description:
Patient reported a right side rupture. Device remains implanted.

Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on july 20, 2023, with lot number 1686362. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed one opening on the anterior and one opening on the posterior side assessed as surgical damage. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation. ¿ wear abrasion observed on the device. ¿ crease fold observed. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Patient called to report a right side rupture. Device explanted. Later, healthcare professional reported capsular contracture baker grade ii.

Event description:
Patient reported a right side rupture. Healthcare professional additionally reported capsular contracture baker grade ii. Device has been explanted.